Manufacturer narrative:
.

Event description:
Patient reported granuloma was diagnosed in 2003, following paralysis of left leg. Surgery was performed in 2004, to remove distal end of catheter with granuloma. Patient states drug infusion therapy was continued, however, the dose has been gradually decreased. The pump contained bupivicaine, dilaudid and clonidine. Patient reported the remains paralyzed in the left leg following the removal of the granuloma. The manufacturer requested additional information and confirmation of this event, however, no information was received from the hcp.